Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received erroneous results for one patient sample tested for the elecsys tsh assay on an e411 analyzer. No erroneous results were reported outside of the laboratory. The sample initially resulted as > 100 uiu/ml accompanied by a data flag. An automatic 1:10 dilution was then ordered on the sample and this resulted as 0.297 uiu/ml. The customer pulled the sample and checked it, then repeated it without a dilution, resulting as > 100 uiu/ml accompanied by a data flag. The customer then ordered another 1:10 automatic dilution and the sample resulted as 0.395 uiu/ml. The customer then manually diluted the sample 1:10 with a new diluent bottle that was pulled directly from the refrigerator and not warmed to room temperature. The manually diluted sample was tested, resulting with a raw value of 10.77 uiu/ml. The final result was 107.7 uiu/ml when multiplying by the dilution factor. The result from the manual dilution was believed to be correct. No alarms were generated on the analyzer when the sample was tested. The patient was not adversely affected. The tsh reagent lot number was 15955701, with an expiration date of 02/28/2017. The diluent used was diluent multiassay lot number 18044501, with expiration date 01/31/2017. After checking the instrument software, it was noted that the diluent was loaded on board the analyzer in july 2015. The customer was instructed to take off the expired diluent that was on board the analyzer and make a manual 1:10 dilution of the sample with this. The customer was instructed to warm up a new diluent pack and order an automatic 1:10 dilution with this. The customer was also instructed to make a new manual 1:10 dilution of the sample with diluent that is room temperature. When taking off the diluent pack that was on board the analyzer in order to do a manual 1:10 dilution as instructed, the customer found that the diluent bottle was empty. The customer states that this is why the automatic dilution did not work correctly. The instrument software indicated there was a significant volume of the diluent left in the bottle. The customer performed a manual dilution of the sample with a new diluent bottle and obtained a tsh result that was over 100 uiu/ml. After replacing the diluent bottle on board the analyzer on 10/27/2016, the customer also ordered a 1:10 automatic dilution of the sample and this resulted with a final value of 110 uiu/ml. The value of 110 uiu/ml matched the previous manual dilution value of 107.7 uiu/ml. Patient results were said to be normal after replacing the empty diluent bottle. The field service engineer checked a height adjustment on the analyzer and this was found to be set correctly. He changed seals and pinch tubing.

Manufacturer narrative:
Upon investigation of software and hardware, the issue could not be confirmed. It is likely that the phenomenon occurred due to issues relating to handling of the diluent. The diluent was registered on the system more than one year prior to the event. The diluent is only stable for one month on board the system. The diluent bottle was found to be empty when it was set on board the analyzer. It is possible there was an issue with the contents of the bottle (due to evaporation, degradation, etc.) Because more than one year had passed since being registered on the analyzer. Although the inner condition of the actual bottle was unknown, liquid level detection may have been unstable.

Manufacturer narrative:
When the field service engineer was on site, the customer tried replicating the issue by emptying a pack of diluent and ordering a dilution for the high patient sample. No alarms were generated and a low result was again achieved. During investigations, this observation by the customer could be confirmed. In order to the issue to occur, there has to be a discrepancy between the volume detected by the software and the actual volume in the diluent pack. If the instrument and reagents are used properly, this problem should not occur. The discrepancy in results was most likely caused by the expired diluent on the analyzer.